Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. At the follow-up in (B)(6) 2019 the remaining longevity was 10.5 years; in (B)(6) 2019 it was 7.5 years. At the current device follow-up, the remaining longevity was now 4.5 years. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting faster than expected due to an abnormal power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device was explanted and replaced about two months later. The explanted device was returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. At the follow-up in (B)(6) 2019 the remaining longevity was 10.5 years; in (B)(6) 2019 it was 7.5 years. At the current device follow-up, the remaining longevity was now 4.5 years. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting faster than expected due to an abnormal power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device was explanted and replaced about two months later. The explanted device was expected to be returned for laboratory analysis. No additional adverse patient effects were reported.